Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted during a left bundle branch implant, as placement difficulty was encountered. This lead was also noted to have exhibited a broken helix. This lead was successfully replaced and is not expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted during a left bundle branch implant, as placement difficulty was encountered. This lead was also noted to have exhibited helix extension and retraction issues. The helix was damaged and bent. This lead was successfully replaced and is not expected to be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.